Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the issue occurred during intubation. The contact did not have information regarding how the catheter was removed or what procedure had been performed. The procedure is unlikely to be rescheduled.

Manufacturer narrative:
(B)(4). Initial report date: 12/22/2015. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Physician reported catheter was difficult to remove from patient during procedure.the catheter became fixed against a boney structure. The study procedure was aborted. Medical intervention was necessary to remove catheter from patient. Patient reported to be doing well after surgery.